Manufacturer narrative:
The pump passed the displacement test. The pump gave a motor error alarm during the basic occlusion test due to a loose/flush drive support disk. The motor was tested outside of the device and it passed. The pump was received with normal operating currents. No unexpected low battery was noted. Unable to verify the motor position encoder error alarm in the alarm history due to an over written history file with alarms due to a corrupted history file. The pump was received with minor scratches on the lcd window, a cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report repeated motor error alarms. The customer stated she tried to rewind the device and the device reset itself to the year 2012. The customer's blood glucose level was 82 mg/dl. The customer found an e70 alarm in the alarm history. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.